Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g.5: 510(k-) k130280 review of the photo taken by the involved customer showing the actual device confirmed the reported event. The lock adapter had come off the sampling system. The sampling line of the actual device was returned for evaluation. Visual inspection upon receipt did not find any obvious anomaly, including a deformity, in the appearance. The lock adapter which had come off the sampling system was not returned for evaluation. Magnifying inspection of the male connecter of the arterial side stopcock did not find any anomaly, such as deformation, in the appearance. The outside diameter of the male connecter of the arterial side stopcock was confirmed to be equivalent to that of the current product sample. No anomaly was found. The female connecter connected to the male connecter of the arterial side stopcock was removed for further inspection of the male connecter. Visual and magnifying inspections of the male connecter found a foreign substance adhering on the segment which the female connecter had had contact with. No other anomaly was revealed on the male connecter. The foreign substance found was subjected to the qualitative analysis by ft-ir (fourier transform infrared spectroscopy). The foreign substance was found to have peaks which were similar to those of protein. The foreign substance found in above was subjected to the ultimate analysis by sem-edx (scanning electron microscope - energy dispersive x-ray spectroscopy). Na, cl and other elements were detected. From this, the foreign substance was assumable to be a solidified priming solution containing sodium chloride (nacl). In addition, the findings imply that the priming solution circulated in the actual device contained some drugs dissolved in it. The cause-and-effect relationship between the adhesion of the foreign substance and this complaint cannot be clarified. A factory-retained lock adapter was screwed to the male connecter of the arterial side stopcock on the actual sampling system sample and a factory-retained three-way stopcock was connected to the arterial side stopcock. Subsequently, an attempt was made to tighten the lock adapter with the fingers. The lock adaptor was confirmed to be able to be further tightened instead of coming off its place. IFU reference: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off there is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the investigation it is likely the lock adapter was exposed to torque force which exceeded its fitting strength, a substance which may increase lubricity adhered to the rib of the male connecter. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported during preparation for the procedure, when the physician checked the fitting of the male and female connectors on the arterial side stopcock, the lock adapter came off its place. The physician completed the procedure successfully with the actual capiox device. The patient was not harmed.